Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported that the unit had a flow rate of approximately 100 liters per minute (lpm) instead of the expected 130 lpm. The flow sensor assembly had been previously replaced on the unit. The customer also reported that the blower had a high pitched tone at times. The fse recommended that the customer swap out the blower to isolate the failure. The customer swapped out the blower and the unit passed testing. The fse provided the customer with the part information to order a new blower for the unit. The customer was also provided with revision k of the service manual.

Event description:
It was reported that the unit failed air flow accuracy testing. There was no patient involvement. Event date not specified: estimate used.